Event description:
It was reported that the infusion set tape was unsticking after playing in water. On (B)(6) 2026.

Manufacturer narrative:
E1:patient city: (B)(6).patient country: belgium.name- (B)(6).street- (B)(6).city- (B)(6).state- (B)(6).zip code- (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545.manufacturing site: 8021545.